Event description:
It was reported that the right ventricular (rv) lead exhibited low defibrillation impedance. Programming changes were performed to resolve the issue, and the patient will continue to be monitored. There were no patient consequences reported.